Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that he rec'd a treatment. The pt rec'd a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (pt treated) has been confirmed. Upon evaluation, the monitor was found to have a defective component on the auxiliary board. There was a broken solder joint, which caused intermittent communication problems. The root cause for the broken solder joint connection cannot be positively identified, but is likely due to an assembly failure. Once the auxiliary board component was re-flowed, the monitor was fully functional. No adverse event resulted from the short circuit on the auxiliary board. The pt rec'd a replacement monitor.